Event description:
Per the clinic, the patient experienced migration of the electrode array. Revision surgery to place the electrode array back into proper position has been completed on (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.